Manufacturer narrative:
.

Manufacturer narrative:
B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was no sound during the boot sequence from the device. The device was not in clinical use and no patient or customer harm was reported.